Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, it took over twenty rotations to extend the helix. The helix did not extend gradually, but "popped" out. The lead was implanted, but the physician was concerned with the sudden popping out of the helix instead of gradual extension. The lead is still in use. No patient complications have been reported as a result of this event.